Manufacturer narrative:
(B)(4). The customer returned 7 unopened representative samples of 51114v vlock med clip 6/cart 14/box for investigation. The samples were for tcs 20031456 & 20031398. The returned samples were visually examined with and without magnification. Visual examination of the returned samples revealed that the clips appear typical. No defects or anomalies were observed. Functional inspection was performed on the returned representative samples. A lab inventory clip applier was used. All 7 samples were tested. Most of the clips were successfully applied to over-stressed surgical tubing. However, two clips were unable to close onto the tubing. It was found that the hooks were damaged which prevented the clip from closing properly. Operator error caused the damage to the two clips that prevented them from closing properly. Therefore, no functional issues were found with the returned clips.

Event description:
It was reported that the clips would not lock. Several appliers and multiple cartridges from two different lot numbers but the clips would not lock.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips would not lock. Several appliers and multiple cartridges from two different lot numbers but the clips would not lock.